Event description:
Pt had bil. Reduction mammoplasties 6/12/92, removing 1,065 gm from the right breast and 825 gm from the left. On 7/7/92, she had a rt modified radical mastectomy and lt simple mastectomy with immediate reconstruction. On 8/14/92, the "exposed, infected right breast implant" was removed. On 5/14/93, the left breast implant was removed due to infection. No reimplantation was performed after removal.